Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "capsular contracture, baker grade "4 plus" and not ruptured". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: initially rupture but device was found to be intact and capsular contracture grade IV. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV.